Event description:
On (B)(6) 2015 lay user/patient contacted lifescan (lfs) and alleged their one touch ultra meter had a battery issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015, when the meter would not turn on. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue, date/time unknown. The patient claims she developed symptoms of ¿sweaty and dizzy¿ after the product issue as a result of the meter not turning on. The patient denied receiving medical treatment due to the product issue. No other device was used . At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did not turn on with the power button and the correct test strips were being used. The cca confirmed the battery required replacing, however the patient was unable to open the battery cover. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 4/15/2015 and evaluated by lifescan product analysis on 4/17/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.